Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that medication leaked, due to a broken top at the cover of a bd phaseal¿ secondary set c61. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
One picture sample was received for evaluation by our quality engineer. A device history record review did not reveal any issues during the production of lot number 1007247 that could have contributed to the reported defect. Five retained samples of the same lot number were obtained from the manufacturing facility for further investigation. Leakage testing was performed on the retained samples and all samples were within specifications. The defective component, the cap, is manufactured at supplier location and is assembled within our bd location. A supplier corrective action request was sent to our supplier as a result of this defect. The supplier has identified the root cause as improper training of machine operators, in regards to machine startup. When first complaint was received for this defect scar 18/013 was sent to the supplier borla and they have identified root cause as lack of training for machine operators about amount of shots that need to be scraped on beginning of the machine start up.

Event description:
It was reported that medication leaked, due to a broken top at the cover of a bd phaseal secondary set c61. There was no report of exposure, injury or medical intervention.